Event description:
Patient underwent a revision surgery that consisted of: mesh removal with tlif. Indications: leg pain. Scar tissue which was not due to implant was identified upon decompression, no hnp, implant in original position. Bmi at time of re-op was 45.27.

Manufacturer narrative:
Implant was observed to be in original position during surgery. Scar tissue was identified by the surgeon which likely contributed to the leg pain the patient was experiencing. The mesh was removed during surgery but the titanium anchor remained implanted. A tlif was performed by the surgeon implant mesh was retrieved and sent to a 3rd party laboratory for evaluation per pas002 "exponent pro.214, intrinsic barricaid retrieval protocol" results of pas are submitted annually.

Event description:
Patient had a herniation after initial barricaid implantation. There was a revision surgery on (B)(6) 2022 to resect hnp and left barricaid device in place.

Manufacturer narrative:
Intrinsic became aware of a prior surgery while investigating (B)(4) and on 06-dec-2022 the surgeon provided us the details. The device was not believed to be involved since the surgeon left it implanted. This all occurred before we became aware of (B)(4) initial case details.